Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that one of patient's lead exhibited high impedances. It was also reported that the ipg may be replaced for an unknown reason. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that the patient experienced ineffective stimulation after taking a fall. X-ray imaging revealed a fractured lead and the patient had pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2026 wherein the lead and ipg were explanted and replaced to address the issue. Therapy was restored post procedure. It is unknown which lead was fractured.

Manufacturer narrative:
E1 update: the reporter's information was updated. H6 correction: health effect - clinical code should be 4561 - implant pain rather than 4580 - insufficient information. H6 correction: health effect - impact code should be 4613 - minor injury/illness/impairment rather than 4648 - insufficient information. H6 correction: medical device problem code should be 2993 - adverse event without identified device or use problem rather than 1260 - fracture rather than 3190 - insufficient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.